Manufacturer narrative:
---

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was admitted and the physician reported ICD insufficiency against this device and needs to be interrogated. Attempts to obtain additional information were unsuccessful. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) had pacemaker insufficiency and needs to be interrogated. This ICD remains in service. No adverse patient effects were reported.